Event description:
It was reported that when using the bd pyxis¿ medstation¿ es main drawer 2.1 mini tray was failed and would not pop out to recover. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 07-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the mini drawer 2.1 on the main was clicking but does not open. A field service engineer (fse) confirmed that access through the hardware test application (hta) was unsuccessful. The fse released the first row and removed the tray with difficulty, discovered that multiple vials were positioned upright and obstructing drawer movement. The fse had the customer to reposition the vials correctly, after which the drawer closed smoothly. The fse verified proper operation using the hta, completed testing, launched the application, and confirmed that access to the drawer was functioning normally. The system functioned as intended after the field service engineer investigated the device.